Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl - right hip; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - sr revision, asr xl - right, reason(s) for revision: unknown. (B)(4). This is the third of three revisions. (B)(4) for the first revision and dint 27242 for the second revision. In this revision the xl cup, xl head and xl taper sleeve which were implanted (B)(6) 2009 and s-rom which was implanted (B)(6) 2006 were revised. Update 17 feb 2015: rec'd claimsuite - had to query as claimsuite was a mixture of all revisions. File handler sent legal letter rec'd from (B)(6). Letter notes patient's sex and reason for revision: pain, limited mobility, acetabular component loosening plus additional product - s-rom proximal sleeve. Implant date: (B)(6) 2009. (B)(6). 1st revision: (B)(4), 2nd revision: (B)(4).